Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the case on the battery tube side which starts at the corner of the left belt clip rail, another crack that runs along the side of the case on the battery tube side. The pump was received without a battery cap. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. No unexpected critical pump error (open book image) was noted during testing. Attempt to upload using thus was successful. The adapt tool does not list any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. Also checked for such errors in the pump detailed trace, pump diagnostic trace, and the pump history files and did not find any. The case was cut open. After visual inspection, there is corrosion in/around the following: components located at the top of pcba1 on the back side. In summary, the customer¿s report of a critical pump error was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm a critical pump error (open book image). The customer reported blood glucose value of 260 mg/dl. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-332a, mmt-399a, mmt-1780kl. The customer does not feel ok to troubleshoot. The customer reported a critical pump error other than the open book image error or critical pump error 24. No further patient complications were reported. The customer will discontinue the use of the device. No product return is required for mmt-332a. No product return is required for mmt-399a. Mmt-1780kl was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.